Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected testosterone results which appeared to below the normal reference range for five patients that was generated by the unicel dxi 800 access immunoassay system. The subsequent testing produced significantly higher results for all the five patients. After review of the results it was determined that all of the initial values to be correct as the reporting units has been changed from ng/dl to ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer typically reports testosterone results as ng/dl. The initial results were reported in ng/ml and were misinterpreted as erroneous. Per the customer, the testosterone samples are collected off-site in 10x75mm plastic serum tubes. Per the customer supplied charts, all three levels of testosterone qc results were within the customer's established ranges prior to and on the day of the event. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting (ts) with customer technical support (cts).